Event description:
It was reported the patient had been implanted in (B)(6) 2004. In 2008, it was discovered that the lead in the head was exposed. The patient subsequently underwent repeated surgeries. In addition to the exposed lead in the head, an exposed lead into the chest was similarly revealed in 2012. It was determined that maintaining the device would prove difficult. The device was removed on (B)(6) 2012. It was noted there was an ''infection of the device'' caused by (B)(6) and that vancomycin was administered and continued up to (B)(6) 2012.

Manufacturer narrative:
Product ID neu_unknown_lead, product type lead; product ID neu_unknown_lead, product type lead.